Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discrepant depressed ezcr results is unknown. The issue resolved and higher results were obtained after the switch to an alternate flex reagent cartridge well set. No further low discrepant results were observed. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant depressed results were obtained for enzymatic creatinine (ezcr) on qc and patient samples. The patient results were reported to the physician. The samples were subsequently repeated after qc was detected out of laboratory range and higher results were obtained . It is unknown if patient treatment was altered or prescribed on the basis of the discrepant depressed ezcr results. There was no report of adverse health consequences as a result of the discrepant depressed ezcr results.